Event description:
It was reported that a patient presented in clinic after receiving a vibratory alert for high, out of range, hvli. The out of range impedance was not reproducible in clinic. The device remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.